Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and leaflet tethering for a mitraclip procedure. After deploying the clip, the detachment of the posterior leaflet from the clip was observed(single leaflet device attachment -slda, with the anterior leaflet attached). The mr has increased to the initial condition. Per the physician, the slda was possibly due to leaflet tethering. A second ntw clip was implanted medial to the first clip, with the aim of stabilization. Severe mitral regurgitation was still present, and a third clip was to be positioned lateral to the first clip, with the aim of reducing mitral regurgitation. The third clip attempted several unsatisfactory grasps and was removed due to an overall worsening of the echo image quality. The procedure was discontinued. The procedure ended with a final grade 4+ mr, without further consequences on the patient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient condition. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.